Manufacturer narrative:
The insulin pump passed all functional tests including the displacement, sleep current measurement and active current measurement tests. All currents were within specified ranges. No unexpected "low battery", "replace battery now", or "power loss alerts" were noted during testing. However, confirmed power error 25 due to non-sleep anomaly software error.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, sleep current measurement and active current measurement tests. All currents are within specified ranges. No unexpected "low battery", "replace battery now", or "power loss alerts" were noted during testing. However, confirmed power error due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for power error. The customer¿s blood glucose was unknown. Customer reported power error detected within 4hrs of troubleshoot the previous occurrence. The insulin pump will be returned for analysis.